Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, a small bleeding of the vein was found after stapling. There was no patient injury.